Event description:
It was reported that the device exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the device was in backup vvi operation and multiple flipped bits were noted. After the product code was downloaded, normal function ensued. Comprehensive electrical testing (including vibration and thermal cycling) did not cause the vvi reset or multiple flipped bits to recur.